Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site, and the reported issue could not be replicated. The system functioned normally during inspection and no problems were found. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system was displaying the gantry door as open, even when it appeared fully closed. There was no patient present when this issue was identified. No additional details were provided.

Manufacturer narrative:
Log analysis was performed on the reported issue. The investigation of the imaging system application code, that the pendant icon update was out of sync with the motion controller door status. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.